Event description:
On (B)(6) 2012, the patient contacted animas and reported that programmed boluses were being cancelled without user intervention. The issue reportedly started a year ago and now is occasionally occurring once a week. It was noted that during a bolus, the patient would immediately put the pump back in her pocket before the bolus was completed and that her bolus would sometimes cancel. The patient denied having pressed any buttons. The patient reportedly reviewed the pump bolus history and noted that only some of her bolus was being delivered. The patient stated that she was able to deliver the remainder of the bolus amount. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported as the patient stated that programmed boluses were cancelling without user intervention.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to be intermittently responsive and could not reproduce there cancelled bolus issue. During investigation, evidence of contamination was found under all of the button key contacts.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.